Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2017 and (B)(6) 2017. The device is not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. The serial number for this device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a symfony intraocular lens (iol) was implanted in the patient's left eye on (B)(6) 2017. It was later explanted, on (B)(6) 2017 because of the patient experiencing positive dysphotopsia. Despite multiple attempts, the account commented that no additional information could be provided.